Manufacturer narrative:
Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Frizon, l., may, fj., shao, j., maldonado-naranjo, al., nagel, sj., machado, ag. Outcomes following deep brain stimulation lead revision or reimplantation. In abstracts from the 21st annual meeting of the north american neuromodulation society, las vegas, nv, USA january 11-14, 2018. Neuromodulation 2018; doi: 10.1111/ner.12774. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary/reported events: three (3) patients with deep brain stimulation (dbs) for dystonia experienced suboptimal outcomes (limited benefit or side effects at low thresholds) leading to the lead(s) being revised. The authors indicated that better motor control was not consistently achieved after revision. One (1) patient with dbs for dystonia experienced device failure requiring lead revision. The authors indicated that better motor control was not consistently achieved after revision. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.